Manufacturer narrative:
Device evaluation. One device was returned for evaluation. During a visual inspection of the device, a breach was found in the sterile barrier. The complaint is confirmed. The root cause is attributed to poor placement of components inside the packaging prior to sealing. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.